Manufacturer narrative:
E1: initial reporter first name: (B)(6). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the event was not reported. It was reported that the patient was hospitalized and discharged on an unknown date. Treatment were not reported. At the time of this report, the patient outcome was recovering. Pd therapy is ongoing. No additional information is available.